Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead dislodged when slitting the catheter. When the lead was removed, the helix was noted to be deformed. The lead was not implanted, and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead became extrinsically distorted due to pulling/stretching/over stress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.